Manufacturer narrative:
(B)(4).

Event description:
The stent did not cross the lesion. The patient is a (B)(6) old male. There were no patient injuries or complications.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The returned stent shows no damage or irregularities. The crimped stent diameter was measured and is still within the specification. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material- or manufacturing related root cause was determined.